Event description:
The customer stated that insulin leaked past the o-rings into the reservoir compartment, causing high blood glucose levels. The customer reported a blood glucose reading of 300 mg/dl during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.